Event description:
The customer reported to olympus that there was an intermittent issue while using the hd autoclavable camera head. The issue occurred during the diagnostic procedure, and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty charge-coupled device unit; this could cause an intermittent image issue. Additionally, the coupler was damaged, as the coupler¿s rotation lock pin was missing; this would also require repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the charged-coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.